Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that two ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking at the hub seam after insertion. The devices were removed and a like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected data: the procedure being performed at the time of the event was a percutaneous transhepatic biliary drainage (ptbd) through the biliary duct. The devices were from the same lot, (available at the time of the initial report-20jun2018). Concomitant medical products: terumo 035" g/w (terumo), kmp 5.0fr catheter (cook), merit sheath (available at the time of the initial report-20jun2018). Investigation ¿ evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. Two devices were returned in an intact, used state, with the mac-loc in the unlocked position. Physical inspection noted biological matter, but no surface damage on both devices. Dimensional measurements were taken, and demonstrated that both devices were manufactured within the correct specifications and tolerances. Leak testing was performed, confirming the presence of a leak in both devices. Tug and twist tests were also performed. The tubing and flare of catheter one was found to be secure within the cap. Upon removal of the cap, the suture string was found to be slightly wound within the threads, and the adapter threads appeared stripped. Catheter two rotated within the cap, indicating the flare was not properly attached. The suture string was wound tightly within the threads. Both flares were observed to be lopsided, but due to the compression of the tubing flare within the connector cap, it cannot be determined whether the flare damage was due to removal, or was manufacturing related. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed 7 nonconformances within lot 8639112. They included issues with sideporting, embedded foreign matter, hc separation, damaged sutures, and damaged stringholes. All affected devices were scrapped out or reworked prior to release. No nonconformances were reported within the mac-loc subassembly. Both subassembly lots for the catheter tubing were inspected. Lot sa8536443 revealed 2 nonconformances, including embedded fibers and dirt and endhole obstruction. Sa8535283 also revealed nonconformances. They were for embedded foreign matter, dirt, and dents. All affected material was scrapped out prior to release. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel will be contacted and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.